Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of intermenstrual bleeding ('metrorrhagia') in an adult female patient who had essure (ess205) (batch no. 12268184) inserted for female sterilisation. The patient's medical history included uterovaginal prolapse, ovarian cyst, uterine bleeding and pelvic pain. (B)(6) 2005-urine pregnancy test: negative. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced intermenstrual bleeding (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy, total hysterectomy laparoscopic). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the intermenstrual bleeding outcome was unknown. The reporter considered intermenstrual bleeding to be related to essure (ess205). The reporter commented: insertion details-right ostia 3 coils. Lot number: 12268184 manufacture date: 2004-09 expiration date: 2006-02. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Amendment: the report was amended for the following reason: according to the fu received on 19-apr-2021, the frd should be 19-apr-2021, not 19-mar-2021. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of metrorrhagia ('metrorrhagia') in an adult female patient who had essure (ess205) (batch no. 12268184) inserted for female sterilisation. The patient's medical history included uterovaginal prolapse, ovarian cyst, uterine bleeding and pelvic pain. (B)(6) 2005-urine pregnancy test: negative. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced metrorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy, total hysterectomy laparoscopic). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the metrorrhagia outcome was unknown. The reporter considered metrorrhagia to be related to essure (ess205). The reporter commented: insertion details-right ostia 3 coils lot number: 12268184, manufacture date: 2004-09, expiration date: 2006-02. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 27-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure (ess205) inserted for female sterilisation. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure remove). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure (ess205) inserted for female sterilisation. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure remove). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of metrorrhagia ('metrorrhagia,') in an adult female patient who had essure (ess205) (batch no. 12268184) inserted for female sterilisation. The patient's medical history included uterovaginal prolapse, ovarian cyst, uterine bleeding and pelvic pain. (B)(6) 2005-urine pregnancy test: negative. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced metrorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy, total hysterectomy laparoscopic). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the metrorrhagia outcome was unknown. The reporter considered metrorrhagia to be related to essure (ess205). The reporter commented: insertion details-right ostia 3 coils. Most recent follow-up information incorporated above includes: on 19-mar-2021: medical records received- lot number added. Event medical device removal updated to metrorrhagia .new reporter, insertion details, medical history, removal details were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.